Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the terminal leg segments only were returned. Setscrew marks were observed on all terminal pins. Cuts were noted in the insulation, with blood and body fluid within the lumens. The segments were tested and were confirmed to be electrically continuous. The original allegation of high, out-of-range shock impedance measurements could not be confirmed with the portion of lead that was received.

Event description:
Boston scientific received additional information that this right ventricular (rv) lead was explanted. The lead was returned with the device and other associated leads. The reason for the system explant was not provided. No additional adverse patient effects were reported.

Event description:
Boston scientific received information that after a normal device changeout procedure for a patient that had been previously lost to follow up, this right ventricular lead displayed high shock impedances greater than 125 ohms. It could not be determined, as the patient was previously lost to follow up, if the high shock impedances were present on the lead prior to the changeout, or if the lead was damaged during the changeout procedure by the physician resulting in the anomaly. The physician elected to turn off defibrillator functions on the device and use the system for pacemaker functions only. No adverse patient effects were reported.

Manufacturer narrative:
The lead remains in service. No further information is available. This report will be updated if more information becomes available.